Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) walked the customer through correcting the not on bus error, but the issue persisted. Further the customer discovered that a cable on the back of the drawer was disconnected and after shutting the station off. Then the cables were reseated and all drawers functioned with no failures. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and user was unable to dispense medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.